Event description:
It was reported that, during generator change out procedure, chest compressions had to be performed on this patient after shocks failed to convert induced rhythm during defibrillation threshold (dft) testing. The patient spontaneously converted after chest compressions. However, it was believed that this electrode became fractured. The impedance measurements from this electrode were greater than 400 ohms, which was out-of-range. Therapy was turned off and the next day a new implantable cardioverter defibrillator (ICD) system was successfully placed. This electrode remains implanted but out of service.